Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient's battery charger status light was flashing red when the battery was connected to it. Log files were not available because the patient was at home. It was stated that there were no effects on the patient. No additional information provided. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event was confirmed during bench testing; the battery flashed red when connected to a battery charger. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. The high max error will cause the battery to flash red on the battery charger. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. However, functional testing revealed that the battery contained a faulty cell pair. The faulty cell pair finding may be have contributed to the high max error. As part of internal investigation for battery power switching, fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The most likely root cause of the reported event can be attributed to a battery that is out of calibration, likely due to a faulty cell pair.